Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure blindness. Complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves. Cranial neuropathy, death, device fracture, migration or misplacement, dissection or perforation of the parent artery, headache, hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations), infection, mass effect, neurological deficits, reactions to anti-platelet/anti-coagulant agents, reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia). Reactions to anesthesia and related procedures, reactions to contrast agents including allergic reactions and kidney failure, rupture of the aneurysm, stenosis of stented segment, seizure, stent thrombosis, stroke or tia (transient ischemic attack), thromboembolic event, vasospasm, visual impairment. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred 27-system should only be delivered through a headway® 27 microcatheter and the fred 21-system should only be delivered through a headway® 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported through the fred clinical study, a retrospective post-market clinical study of the flow re-direction endoluminal device system in the treatment of intracranial aneurysms, one week post procedure of a fred implantation for the treatment of a left mca aneurysm, the patient developed disturbance of consciousness. The patient was diagnosed with acute cerebrovascular disease. Subject no.: (B)(6). Event description: on 2024-12-11, at the department of neurosurgery, (B)(6), ¿cerebral angiography + intracranial arterial flow diverter implantation¿ was performed under general anesthesia. Type of surgery being performed and treatment site: cerebral angiography under general anesthesia + intracranial arterial flow diverter implantation; the treatment site was the left middle cerebral artery. How was the case completed? 1. After successful induction of general anesthesia, the patient was placed in the supine position. Routine disinfection of both groin areas was performed and sterile drapes were applied. 2. Using the seldinger technique, the right femoral artery was punctured and a 6f arterial sheath was inserted. Systemic heparinization was then performed. Under the guidance of a loach guidewire, cerebral angiography was performed using a 5f ver catheter. Right internal carotid angiography showed tortuosity of the cervical segment of the right internal carotid artery and atherosclerotic changes in portions of the branches of the right anterior cerebral artery and middle cerebral artery. Right vertebral angiography showed atherosclerotic changes in the v4 segment of the right vertebral artery, with no obvious abnormalities in the remaining vascular branches. Left internal carotid angiography and 3d vascular reconstruction showed atherosclerotic changes in some branches of the left anterior cerebral artery and a saccular aneurysm in the m1 segment of the left middle cerebral artery. The aneurysm neck was approximately 2.67 mm, aneurysm height approximately 2.76 mm, and aneurysm width approximately 2.62 mm. No obvious abnormalities were noted in the remaining vascular branches. With the assistance of the loach guidewire and a 6f guiding catheter, a 5f intermediate catheter was advanced to the cavernous segment of the left internal carotid artery. With a traxcess 14 microguidewire, a headway 27 microcatheter was advanced into the left middle cerebral artery. Through the headway 27 microcatheter, a 3.5 mm × 14 mm flow diverter was deployed from the proximal end of the left anterior choroidal artery to cover the aneurysm neck. Angiography showed good patency of the flow diverter without stenosis, and no obvious abnormalities in the remaining vascular branches. Head xper-CT showed no intracranial hemorrhage. The femoral arterial sheath was removed, the puncture site was closed with a vascular closure device, and the procedure was completed. The total intraoperative radiation dose was 1333 ngy. 3. The procedure was completed smoothly. Estimated intraoperative blood loss was approximately 10 ml, and no transfusion was required. Anesthesia was satisfactory throughout the procedure. At the end of the procedure, the patient¿s vital signs were t 36.5°c, p 70/min, r 15/min, and bp 103/61 mmhg. The patient had not yet regained consciousness and was transferred back to the nsicu with an endotracheal tube in place. 4. Was imaging provided for review? Yes results of plain cranial CT on (B)(6) 2024: a. Findings consistent with status post left middle cerebral artery stent implantation; b. Multiple cerebral infarctions, mild cerebral atrophy, and demyelination of the cerebral white matter; c. Right maxillary sinusitis; d. Linear opacity in the right lung; e. Calcified lesions of the aortic valve and coronary arteries. Pre-existing conditions/co-morbidities? Mild anemia; left middle cerebral artery m1 segment aneurysm multiple cerebral infarctions. The patient was admitted on (B)(6) 2024. Upon admission, it was reported that approximately 1 year earlier, while working, the patient experienced transient bilateral visual blackening, accompanied by a heavy sensation in the head and profuse sweating, without limb weakness, gait instability, slurred speech, limb numbness, headache, dizziness, nausea, vomiting, diplopia, choking on water, dysphagia, hoarseness, convulsions, or incontinence. The symptoms lasted approximately 3¿5 minutes and resolved spontaneously. After recovery, there were no residual symptoms. The patient had previously received infusion treatment at a local clinic (details unknown). One week prior to this admission, similar symptoms recurred while eating, with essentially the same manifestations as before, followed by loss of consciousness and unresponsiveness, but without limb convulsions, incontinence, or foaming at the mouth. The episode lasted approximately 3¿5 minutes and then resolved. The patient denied palpitations, chest tightness, or precordial pain before onset. To obtain further diagnosis and treatment, the patient presented to our hospital and was admitted to the department with a diagnosis of ¿dizziness.¿ since onset, the patient had remained conscious, in fair general condition, with normal diet, sleep, bowel and bladder function, and no significant weight change. In addition, approximately 2 months earlier, the patient developed vertigo accompanied by nausea and vomiting without an obvious trigger and unrelated to positional change. The patient sought treatment at a local county hospital and gradually improved after infusion therapy and oral medications, including aspirin sustained-release tablets, rosuvastatin calcium tablets, and ezetimibe tablets, with symptoms lasting about 2 hours. One month prior to this admission, plain cranial CT and highresolution cerebrovascular imaging performed at our hospital showed old infarctions in the left cerebellar hemisphere, temporal lobe, and right lateral ventricle body-basal ganglia region; cerebral white matter hyperintensity (modified fazekas grade 1); a left intraorbital space-occupying lesion considered likely benign with possible cavernous hemangioma; and atherosclerotic disease, including diffuse unstable plaque with luminal occlusion in the v2¿v4 segments of the left vertebral artery, unstable plaque with moderate luminal stenosis in the a3 segment of the left anterior cerebral artery, unstable plaque with mild luminal stenosis in the v4 segment of the right vertebral artery, and mild wall thickening at the bilateral common carotid artery bifurcations, internal carotid arteries, left middle cerebral artery m1 segment, basilar artery, and left posterior cerebral artery p2 segment. The patient was treated with oral naolijing capsules, after which vertigo did not recur. Past medical history included hypertension for more than 7 years, with a highest recorded blood pressure of 200/90 mmhg. Current antihypertensive medications included levamlodipine besylate tablets and valsartan hydrochlorothiazide tablets, with acceptable blood pressure control. On admission, vital signs were t 36.3°c, p 58/min, r 17/min, and bp 154/78 mmhg. Cardiopulmonary and abdominal examinations showed no obvious abnormalities. The patient was conscious, in fair general condition, and had fluent speech. Cranial nerve examination was unremarkable. Deep and superficial sensation in all four limbs was normal. Muscle tone and muscle strength in both upper and lower extremities were normal, and bilateral babinski and chaddock signs were negative. Supporting examinations included plain cranial CT and high-resolution cerebrovascular imaging performed at our hospital on 2024-11-04, which showed old infarctions in the left cerebellar hemisphere, temporal lobe, and right lateral ventricle body-basal ganglia region; cerebral white matter hyperintensity (modified fazekas grade 1); a left intraorbital space-occupying lesion considered likely benign with possible cavernous hemangioma; and atherosclerotic changes involving the v2¿v4 segments of the left vertebral artery, a3 segment of the left anterior cerebral artery, v4 segment of the right vertebral artery, bilateral common carotid artery bifurcations, internal carotid arteries, left middle cerebral artery m1 segment, basilar artery, and left posterior cerebral artery p2 segment. After admission, the patient underwent additional examinations, including urinalysis showing leukocytes 21/1 and complete blood count showing a red blood cell count of 3.56 × 10^12/l. 3.56 × 10^12/l, and hemoglobin 109 g/l. Thyroid function showed no obvious abnormality. Cardiac and cervical vascular ultrasonography showed plaques in the bilateral common carotid arteries, internal carotid arteries, and right subclavian artery. Right internal carotid artery stenosis was present, with a diameter stenosis rate of 58% and hemodynamic stenosis rate of 50¿69%. The left vertebral artery was slender with slow flow. Aortic valve calcification was noted. Electrocardiogram: 1. Sinus bradycardia; 2. St-segment changes. Routine stool examination, glycated hemoglobin, coagulation function, transfusion-related testing, fasting blood glucose, electrolytes, blood lipids, homocysteine, and renal function were all without obvious abnormality. Liver function showed alanine aminotransferase of 52 u/l. Head and neck cta: 1. Atherosclerosis of the head and neck arteries with focal occlusion of the left vertebral artery; 2. Aneurysm in the m1 segment of the left middle cerebral artery. Plain cranial CT: 1. Old infarctions in the left cerebellar hemisphere, temporal lobe, and right lateral ventricle body-basal ganglia region; 2. Cerebral white matter hyperintensity (modified fazekas grade 1); 3. Left intraorbital space-occupying lesion, considered likely benign, with possible cavernous hemangioma, similar to previous findings. Holter monitoring: 1. Baseline rhythm was sinus rhythm. 2. Ambulatory ECG monitoring lasted 23 hours and 54 minutes, with an average heart rate of 55 bpm, minimum heart rate of 43 bpm at 12-07 01:06, and maximum heart rate of 84 bpm at 12-06 21:38. A total of 75,213 beats were analyzed, with no pauses greater than 2.0 seconds. 3. There were 577 premature atrial contractions, accounting for less than 1% of total beats, with a maximum of 69 premature atrial contractions occurring during the 15th hour; 8 runs of atrial tachycardia, 17 paired atrial premature beats, and 2 episodes of atrial trigeminy were observed. 4. There were 112 premature ventricular contractions, accounting for less than 1% of total beats (4 per hour), with a maximum of 15 premature ventricular contractions during the 07th hour; 1 episode of ventricular trigeminy was observed. 5. St-segment changes were noted during some periods. 6. Heart rate variability sdnn was 103 ms. During symptom episodes, the patient was accompanied by palpitations and profuse sweating. Holter monitoring showed premature atrial contractions and premature ventricular contractions. A cardiology consultation was obtained, and cardiogenic syncope was excluded. Based on the patient¿s symptoms, signs, and supporting examination results, transient ischemic attacks presenting as paroxysmal bilateral visual blackening were considered most likely, with the left vertebral artery considered the responsible vessel. For the left middle cerebral artery aneurysm, the patient was discharged on (B)(6) 2024. On (B)(6) 2024, the patient suddenly developed disturbance of consciousness approximately 3 hours before presentation, without headache, dizziness, nausea, vomiting, blurred vision, convulsions, or bowel/bladder incontinence. The symptoms persisted without relief, and the patient was urgently brought to our hospital for further diagnosis and treatment. The patient was admitted to our department through the emergency department with a diagnosis of ¿acute cerebrovascular disease.¿ since onset, the patient had been confused, in poor general condition, had not eaten, slept acceptably, and had normal bowel and bladder function, with no significant change in body weight. More than 2 months earlier, the patient had experienced vertigo with nausea and vomiting without an obvious trigger and unrelated to positional change, and had improved gradually after infusion therapy and oral medications at a local county hospital. Approximately 1 month earlier, cranial CT and high-resolution cerebrovascular imaging at our hospital showed old infarctions, cerebral white matter hyperintensity, a left orbital lesion considered likely benign, and diffuse atherosclerotic changes including occlusion of the left vertebral artery and aneurysm of the left middle cerebral artery m1 segment. After admission, the patient underwent further examinations, including blood tests, liver and renal function tests, electrolytes, blood glucose, coagulation testing, transfusion-related tests, blood typing, ECG, cta, and MRI. Vertebral artery occlusion was confirmed. After discussion with the family, cerebral angiography was performed. Postoperatively, the patient received cefminox for anti-infection treatment, nebulization, prophylaxis against convulsions and stress ulcers, awakening promotion, antiplatelet therapy, circulation improvement, free radical scavenging, vasospasm reduction, nutritional supplementation, potassium supplementation, and blood pressure and blood glucose control as supportive treatment. The patient was discharged on (B)(6) 2024. At discharge, the patient was conscious, in fair general condition, with gaze deviation to the right, equal and round pupils bilaterally approximately 3.0 mm in diameter, and brisk direct and consensual light reflexes. Muscle strength in the left limbs was grade 3, while the right limbs had normal muscle strength. Muscle tone and bulk in all extremities were normal, tendon reflexes were symmetrically elicited, and bilateral babinski and chaddock signs were positive. Postoperatively, the patient received cefminox for anti-infection treatment, nebulization, prophylaxis against convulsions and stress ulcers, awakening promotion, antiplatelet therapy, circulation improvement, free radical scavenging, vasospasm reduction, nutritional supplementation, potassium supplementation, and blood pressure and blood glucose control as supportive treatment. Discharge medications on (B)(6) 2024: aspirin enteric-coated tablets 100 mg/tablet, 1 tablet every morning ticagrelor tablets 90 mg/tablet, twice daily, 1 tablet each time atorvastatin calcium tablets 20 mg/tablet, 1 tablet every morning nifedipine sustained-release tablets 10 mg/tablet, twice daily, 2 tablets each time vitamin c tablets 100 mg/tablet, 3 times daily, 2 tablets each time zaizao shengxue capsules 0.32 g/capsule, 3 times daily, 5 capsules each time, discontinue after completion shengxuebao mixture, 3 times daily, 15 ml each time, discontinue after completion.